Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows:

Event description:
The user facility reported a 67-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During the impella support the patient moved and impella cp pulled back into aorta and was not able to be repositioned. A new impella (5.5) was placed. There was no harm to the patient.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. Data log review confirmed that the pump was in aortic area (about 4 hours into the case). The pump then was stopped manually & disconnected from the console. Based on clinical description & data review, the root cause of positioning issue was due to patient movement.